Event description:
It was reported that an ilet user dropped the pump in water, wiped it down, and subsequently began receiving recurrent alert 60 to restart despite multiple restarts, consistent with a bluetooth communication malfunction related to the ble board. No reported adverse clinical effects, and the user¿s blood glucose was reported at 171 mg/dl without impact. Outcomes included instruction to revert to backup therapy and continuation of cgm use while awaiting replacement. Investigation included collection of device history and user reports, review of alert behavior, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.